Event description:
It was reported to philips that the operation screen of the allura integris device was damaged resulting in live image loss. The device was inside clinical use at the time of the event. No harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the machine operation module was damaged and the real-time screen did not display. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue.